Manufacturer narrative:
This was originally communicated to nonin medical via complaint (B)(4) that was received on 4/14/2025. Nonin was unaware that a 3500a was submitted. For complaint (B)(4): evaluation of the returned equipment was found functional and operated as intended through testing. Additional safety testing was performed on the sensor that contacts the patient as communicated dielectric withstand and patient leakage current and excessive temperature test was performed per iec 60601-1 essential performance & safety requirements for medical devices. The equipment passed all tests and was found in compliance. Nonin will continue to monitor for similar events to ensure devices continue to perform as intended.

Event description:
Nonin medical the manufacturer was communicated via email on 10/20/2025 of a medwatch form 3500a submitted by what we believe is the user facility. The report referenced on the 3500a is MFR report # 3007389703-2025-00001. It also references related report number mw5171885. This is what was on the 3500a: on tuesday morning (B)(6) 2025, the participant picked up the nox device and was informed on how to use and put on the device. The participant used the device that same night (B)(6) 2025 and hooked up the device. The participant started the device and went to bed at 7:00 pm and woke up at 2:15 am in the middle of the night with a described burning sensation on his left index finger, the finger that was in the oximeter. He took off the machine and saw a burning mark on his left index finger. The left index finger burn has since resolved on (B)(6) 2025.

Event description:
Nonin medical the manufacturer was communicated via email on 10/20/2025 of a medwatch form 3500a submitted by what we believe is the user facility. The report referenced on the 3500a is MFR report # 3007389703-2025-00001. It also references related report number mw5171885. This is what was on the 3500a: on tuesday morning (B)(6) 2025, the participant picked up the nox device and was informed on how to use and put on the device. The participant used the device that same night (B)(6) 2025 and hooked up the device. The participant started the device and went to bed at 7:00 pm and woke up at 2:15 am in the middle of the night with a described burning sensation on his left index finger, the finger that was in the oximeter. He took off the machine and saw a burning mark on his left index finger. The left index finger burn has since resolved on (B)(6) 2025.

Manufacturer narrative:
This was originally communicated to nonin medical via complaint ran# (B)(4) that was received on 4/14/2025. Nonin was unaware that a 3500a was submitted. For complaint ran (B)(4): evaluation of the returned equipment was found functional and operated as intended through testing. Additional safety testing was performed on the sensor that contacts the patient as communicated dielectric withstand and patient leakage current and excessive temperature test was performed per iec 60601-1 essential performance & safety requirements for medical devices. The equipment passed all tests and was found in compliance. Nonin will continue to monitor for similar events to ensure devices continue to perform as intended.